Event description:
The article, "toward a minimalist strategy for pfo closure: outcomes and patient experience from 205 ice-guided procedures performed under local anesthesia and early discharge", was reviewed. This research study is a retrospective single-study experience to evaluate the feasibility, safety, and efficacy of a minimalist ice¿guided approach for pfo closure performed under local anesthesia, emphasizing its potential to streamline the procedure and enable same-day discharge without compromising clinical outcomes. The devices included in the study were amplatzer pfo occluder, gore septal occluder, and cardia ultrastep pfo occluder. The article concluded that ice¿guided pfo closure performed under local anesthesia is a safe, effective, and well-tolerated procedure that supports a fully ambulatory strategy. [The primary and corresponding author was thibaut pommier, université bourgogne europe, chu dijon bourgogne, service de cardiologie, pec2 ur 7460, 21000 dijon, france, with corresponding e-mail: thibaut.pommier@chu-dijon.fr.]. This study included patients with pfo-related stroke who underwent pfo closure from 01 january 2018 to 31 december 2023. A total of 205 patients were included in the study, of which an unknown amount received an abbott device. The average age was 46 years. The majority gender was male. Comorbidities included hypertension, diabetes, dyslipidemia, stroke, transient ischemic attack, left intravascular thrombus, atrial septal aneurysm, and prior myocardial infarction.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "toward a minimalist strategy for pfo closure: outcomes and patient experience from 205 ice-guided procedures performed under local anesthesia and early discharge", was reviewed. This research study is a retrospective single-study experience to evaluate the feasibility, safety, and efficacy of a minimalist ice¿guided approach for pfo closure performed under local anesthesia, emphasizing its potential to streamline the procedure and enable same-day discharge without compromising clinical outcomes. The devices included in the study were amplatzer pfo occluder, gore septal occluder, and cardia ultrastep pfo occluder. The article concluded that ice¿guided pfo closure performed under local anesthesia is a safe, effective, and well-tolerated procedure that supports a fully ambulatory strategy. [The primary and corresponding author was thibaut pommier, université bourgogne europe, chu dijon bourgogne, service de cardiologie, pec2 ur 7460, 21000 dijon, france, with corresponding e-mail: thibaut.pommier@chu-dijon.fr.] This study included patients with pfo-related stroke who underwent pfo closure from 01 january 2018 to 31 december 2023. A total of 205 patients were included in the study, of which an unknown amount received an abbott device. The average age was 46 years. The majority gender was male. Comorbidities included hypertension, diabetes, dyslipidemia, stroke, transient ischemic attack, left intravascular thrombus, atrial septal aneurysm, and prior myocardial infarction.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer pfo occluder were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, dyslipidemia, stroke, transient ischemic attack, left intravascular thrombus, atrial septal aneurysm, and prior myocardial infarction. Complications reported included heart failure; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Toward a minimalist strategy for pfo closure: outcomes and patient experience from 205 ice-guided procedures performed under local anesthesia and early discharge. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.